Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range 2 - 3. (B)(6) 2015: inratio = 2.7. (B)(6) 2015: inratio = 2.5. Patient went to the ER on (B)(6) 2015 when she began to feel pain in her left eye. Patient then felt a "popping" in left eye. Patient's husband noted a pooling of blood above the lower lid. No physical trauma had occurred to the left eye. Patient was not seen by physician at ER until around midnight, approximately 3.5 hours after leaving her home for the ER. Husband reported, physician checked vitals and pressure in left eye. Laboratory venous draw = 6.0 was then performed by physician upon learning the patient was currently taking coumadin. The diagnosis of the ER physician was subconjunctival hemorrhage. The ER physician instructed patient that the blood in the eye will resolve itself in a couple weeks and patient was not admitted to hospital. ER physician instructed patient to hold coumadin until inr returns to therapeutic range of 2.0-3.0 (coumadin held (B)(6) 2015). Patient was not given any other medication or intervention and returned home. On (B)(6) 2015 patient arrived home approximately one hour after leaving the hospital ER. Patient used inratio and she received an inr of 3.3. (B)(6) 2015: lab = 2.1; inratio = 1.9. (B)(6) 2015 patient reported inr of 2.5., lab draw was performed five minutes of the finger stick and the lab inr was 2.9. No additional information provided.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation. The strips associated with the complaint were not returned for investigation. Additionally, there were not enough retained strips available for lot number 360632 at the time of testing. Lot number 364995a was selected for investigation purposes to test the performance of the meter. The customer's complaint was not replicated. Retain strip testing on the returned meter meets criteria. When reviewing the entire in-house testing history for lot 360632, the lot was found to be performing within expectations. Functional and thermistor testing were performed on the returned meter with passing results. The meter performed as expected during in-house investigation. A review of the manufacturing records for lot 360632 did not uncover any relevant non-conformances. Lot meets release specification. The impedance curves associated with the customer's inratio results were analyzed statistically. The impedance curve associated with the reported result of 2.1 from (B)(6) 2015 was found to be normal in shape and does not exhibit characteristics of a weak slope change curve. The impedance curves associated with the customer's inratio inr results of 3.3 from (B)(6) 2015 and 2.5 from (B)(6) 2015 were found to exhibit a weak-slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. The customer did not report to have a medical condition that would interfere with the test. An impedance curve with weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. 510k#: removed the inratio pt/inr test strip 510k# (B)(4) and added (B)(4) to reflect the inratio2 pt monitoring system. Labeled for single use: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.